Event description:
It was reported that at device change out, the device went into backup vvi during induction testing. Device presented an alert for possible ventricular lead damage. Lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.